Event description:
It was reported that the device exhibited <200 ohms bipolar lead impedance. ECG strips showed noise on both the atrial and ventricular channels, independently and together. The noise was reproduced with manipulation around the clavicle.